Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range shock impedance of greater than 200 ohms. Boston scientific technical services (ts) was contacted, and ts recommended delivering a controlled shock to check the lead impedance. The rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range shock impedance of greater than 200 ohms. Boston scientific technical services (ts) was contacted, and ts recommended delivering a controlled shock to check the lead impedance. It was later noticed during a routine check at the clinic that distal coil impedances were slowly rising. The rv lead was later explanted due to the high shock impedance. No additional adverse patient effects were reported.